Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are not working. Customer also received a button error alarm. The blood glucose reading is 252 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.